Event description:
Device was determined to be broken during follow up imaging. Previous t2-t12 fusion occurred (B)(6) 2022. Revision occurred (B)(6) 2023 one screw was fully removed the other scfe the tulip and associated screw were removed but the broken piece could not be removed. Fusion was extended to l1.